Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('confirmed a coil had migrated.') In an adult female patient who had essure (batch no. 699883 inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, left lower quadrant pain, pelvic pain, uterine enlargement, endometriosis, malaise and libido decreased. Concomitant products included hydroxyzine since (B)(6) 2011 for anxiety as well as levofloxacin (levaquin), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and metronidazole (flagyl 250). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches/migraine") and the first episode of nausea ("nausea"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems/dental problems"). In (B)(6) 2016, the patient experienced astigmatism ("vision/eye problems type: vision-astigmatism/vision problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), urinary tract infection ("I was having with the utis"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), headache ("headache"), polymenorrhoea ("periods twicw a month"), iron deficiency anaemia ("anemia due to blood loss"), ovarian cyst ruptured ("rpuptured ovarian cyst"), weight fluctuation ("weight fluctuation"), the second episode of nausea ("nausea") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bacterial vaginosis, weight decreased, urinary tract infection, bladder disorder, cystitis, polymenorrhoea, iron deficiency anaemia, ovarian cyst ruptured, weight fluctuation, the last episode of nausea and constipation outcome was unknown and the abdominal pain, dysmenorrhoea, migraine, tooth disorder, astigmatism, fatigue, alopecia, headache and weight increased had resolved. The reporter considered abdominal pain, alopecia, astigmatism, bacterial vaginosis, bladder disorder, constipation, cystitis, device dislocation, dysmenorrhoea, fatigue, headache, iron deficiency anaemia, menorrhagia, migraine, ovarian cyst ruptured, polymenorrhoea, tooth disorder, urinary tract infection, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Discrepancy noted: though plaintiff reported migration of essure; surgical pathology reveals that both fallopian tube has metallic coil device consistent with sterilization device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.8 kgs. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. All looked good and tubes were blocked impression: evaluation of tubal occlusion devices without free spillage into the pelvis. There was reflux into the vagina. Total fluoroscopy time was 1.8 minutes. Pathology test - on (B)(6) 2018: gross description: left fallopian tube: fimbriated with a length of 8.5 cm and diameter of up to 1 cm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.2 cm into the tube consistent with sterilization device right fallopian tube: fimbriated with a length of 1 0.5 gm and a diameter that range5 from 0.5 to 1 gm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.8 cm into the tube consistent with sterilization device. Physical examination - on (B)(6) 2018: uterus: enlarged and tender, adnexa/parametria: no parametrial mass or ovarian mass and parametrial tenderness and adnexal tenderness; tv u/s: 10cm av uterus, thin ems. Left essure visualized with small hydrosalpinx. Right essure less well visualized with large hydrosalpinx.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, abnormal bleeding, menorrhagia, hair loss, abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case received. Plaintiff fact sheet received. Events anemia from chronic blood loss, ovarian cyst ruptured, polymenorhea, weight fluctuation, nausea, constipation~ added. Product, patient & reporter information updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('confirmed a coil had migrated.') In an adult female patient who had essure (batch no. 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, left lower quadrant pain, pelvic pain, uterine enlargement, endometriosis, malaise and libido decreased. Concomitant products included hydroxyzine since (B)(6) 2011 for anxiety as well as levofloxacin (levaquin), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and metronidazole (flagyl 250). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches/migraine") and nausea ("nausea"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems/dental problems"). In (B)(6) 2016, the patient experienced astigmatism ("vision/eye problems type: vision-astigmatism/vision problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), urinary tract infection ("I was having with the utis"), bladder disorder ("bladder problems"), cystitis ("bladder infection") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bacterial vaginosis, weight decreased, urinary tract infection, bladder disorder and cystitis outcome was unknown and the abdominal pain, dysmenorrhoea, migraine, nausea, tooth disorder, astigmatism, fatigue, alopecia, headache and weight increased had resolved. The reporter considered abdominal pain, alopecia, astigmatism, bacterial vaginosis, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010. Discrepancy noted: though plaintiff reported migration of essure; surgical pathology reveals that both fallopian tube has metallic coil device consistent with sterilization device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.8 kgs. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. All looked good and tubes were blocked impression: evaluation of tubal occlusion devices without free spillage into the pelvis. There was reflux into the vagina. Total fluoroscopy time was 1.8 minutes. Pathology test - on (B)(6) 2018: gross description: left fallopian tube: fimbriated with a length of 8.5 cm and diameter of up to 1 cm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.2 cm into the tube consistent with sterilization device right fallopian tube: fimbriated with a length of 1 0.5 gm and a diameter that range 5 from 0.5 to 1 gm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.8 cm into the tube consistent with sterilization device. Physical examination - on (B)(6) 2018: uterus: enlarged and tender, adnexa/parametria: no parametrial mass or ovarian mass and parametrial tenderness and adnexal tenderness; tv u/s: 10cm av uterus, thin ems. Left essure visualized with small hydrosalpinx. Right essure less well visualized with large hydrosalpinx. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, abnormal bleeding, menorrhagia, hair loss, abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: bladder problems, bladder infection, headache, weight gain were added. Outcome of dysmenorrhea, menorrhagia, bladder problems, bladder infection, fatigue, hair loss, dental problems, migraine, headache, nausea, weight gain and vision problems were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('confirmed a coil had migrated.') In an adult female patient who had essure (batch no. 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, left lower quadrant pain, pelvic pain, uterine enlargement, endometriosis, malaise and libido decreased. Concomitant products included hydroxyzine since june 2011 for anxiety as well as levofloxacin (levaquin), medroxyprogesterone acetate (depo provera) from april 2010 to july 2010 and metronidazole (flagyl 250). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In april 2011, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches") and nausea ("nausea"). In 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced astigmatism ("vision/eye problems type: vision-astigmatism"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and urinary tract infection ("I was having with the utis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 1-mar-2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, dysmenorrhoea, astigmatism, fatigue, weight decreased, alopecia and urinary tract infection outcome was unknown, the abdominal pain and migraine had resolved and the tooth disorder was resolving. The reporter considered abdominal pain, alopecia, astigmatism, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 01-apr-2010, 16-apr-2010. Discrepancy noted: though plaintiff reported migration of essure; surgical pathology reveals that both fallopian tube has metallic coil device consistent with sterilization device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.8 kgs. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. All looked good and tubes were blocked impression: evaluation of tubal occlusion devices without free spillage into the pelvis. There was reflux into the vagina. Total fluoroscopy time was 1.8 minutes. Pathology test - on (B)(6) 2018: gross description: left fallopian tube: fimbriated with a length of 8.5 cm and diameter of up to 1 cm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.2 cm into the tube consistent with sterilization device right fallopian tube: fimbriated with a length of 1 0.5 gm and a diameter that range5 from 0.5 to 1 gm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.8 cm into the tube consistent with sterilization device. Physical examination - on 12-feb-2018: uterus: enlarged and tender, adnexa/parametria: no parametrial mass or ovarian mass and parametrial tenderness and adnexal tenderness; tv u/s: 10cm av uterus, thin ems. Left essure visualized with small hydrosalpinx. Right essure less well visualized with large hydrosalpinx. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, abnormal bleeding, menorrhagia, hair loss, abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('confirmed a coil had migrated.') In an adult female patient who had essure (batch no. 699883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids, left lower quadrant pain, pelvic pain, uterine enlargement, endometriosis, malaise and libido decreased. Concomitant products included hydroxyzine since (B)(6) 2011 for anxiety as well as levofloxacin (levaquin), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and metronidazole (flagyl 250). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced astigmatism ("vision/eye problems type: vision-astigmatism"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and urinary tract infection ("I was having with the utis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, bacterial vaginosis, nausea, dysmenorrhoea, astigmatism, fatigue, weight decreased, alopecia and urinary tract infection outcome was unknown, the abdominal pain and migraine had resolved and the tooth disorder was resolving. The reporter considered abdominal pain, alopecia, astigmatism, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Discrepancy noted: though plaintiff reported migration of essure; surgical pathology reveals that both fallopian tube has metallic coil device consistent with sterilization device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.8 kgs. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. All looked good and tubes were blocked impression: evaluation of tubal occlusion devices without free spillage into the pelvis. There was reflux into the vagina. Total fluoroscopy time was 1.8 minutes. Pathology test - on (B)(6) 2018: gross description: left fallopian tube: fimbriated with a length of 8.5 cm and diameter of up to 1 cm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.2 cm into the tube consistent with sterilization device right fallopian tube: fimbriated with a length of 1 0.5 gm and a diameter that range5 from 0.5 to 1 gm surfaced with gray-purple serosa with moderate congestion; sectioning reveals a gray metallic coil device extending 2.8 cm into the tube consistent with sterilization device. Physical examination - on (B)(6) 2018: uterus: enlarged and tender, adnexa/parametria: no parametrial mass or ovarian mass and parametrial tenderness and adnexal tenderness; tv u/s: 10cm av uterus, thin ems. Left essure visualized with small hydrosalpinx. Right essure less well visualized with large hydrosalpinx. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, abnormal bleeding, menorrhagia, hair loss, abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs+mr received. Lot number added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, migraines / headaches,nausea, dental problems, dysmenorrhea (cramping), abdominal pain, vision/eye problems type: vision-astigmatism, fatigue, weight gain / loss specify which one: weight loss, hair loss, device dislocation and uti were added. Concomitant conditions and drugs were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.